Event description:
It was reported that the pump primed insulin without user intervention. It was also reported that the pt experienced low blood glucose levels.

Manufacturer narrative:
The device was not returned to animas for eval. If the device is returned, an eval will be conducted and a supplemental report will be filed. No conclusion can be made at this time.